Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection port. The following information was provided by the initial reporter: "customer has advised that there was a backflow of blood down the cannula and it was coming out of the injection port. Possible causes - non return valve inside either faulty or not there, there was a fault within the venflon. The one-way valve seems to have failed, allowing blood to escape through the green cap. The faulty venflon has been retained, if required for examination a secure contaminated returns envelope will be required as it is used/contaminated."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. Though the incident could not be confirmed based on this complaint, bd is investigating the leakage complaint and is in the process of implementing the appropriate corrective actions in order to improve the customer and patient experience. From the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA# 1379444 has been initiated to address the issue. However, as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the injection port. The following information was provided by the initial reporter: "customer has advised that there was a backflow of blood down the cannula and it was coming out of the injection port. Possible causes - non return valve inside either faulty or not there, there was a fault within the venflon. The one-way valve seems to have failed, allowing blood to escape through the green cap. The faulty venflon has been retained, if required for examination a secure contaminated returns envelope will be required as it is used/contaminated."